Event description:
A customer reported experiencing a cgm error, identified as error 42, and sought assistance. There was no adverse impact to the customer's blood glucose level. Customer support provided the necessary information for a pump reset, and after following the guidance, the caller was able to successfully start their sensor session without the cgm error code reappearing.